Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm eight years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that at some point, at a f/u, it was noted that the aneurx stent graft had migrated, resulting a type I endoleak. An aneurx cuff (ref MFR# 2953200-2011-01091) was placed proximally to intervene. The pt was then lost to f/u. Two months ago, the pt presented emergently with a ruptured abdominal aortic aneurysm. There was a type iii separation endoleak between the aneurx cuff and bifurcated stent graft and the aneurx stent grafts also seemed to have broken apart. A left brachial approach was attempted, and a guidewire was brought in via the left femoral. Another MFR's was attempted to be deployed to intervene; however, the device would not get proper alignment through the metal of the aneurx stent grafts but ended up spontaneously deploying. The pt was stabilized but then developed ventricular tachycardia and expired after unsuccessful CPR and defibrillations. There was no autopsy performed. No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: (endoleak, migration, death, rupture). Conclusions: (lost to f/u).